Event description:
It was reported that the threshold on the right atrial (ra) lead has crept up since implant. Capture management was reprogrammed to monitor only and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).